Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was in great pain that runs up their spine. The patient reported that they fell at the end of october and ¿hit [their] waistline twice.¿ the patient reported that their pain had worsened since the fall. The patient stated that they ran out of pain pills and noted that it doesn¿t matter if they take the pills; they still have pain. The patient mentioned that they turned up the stimulation, but it hadn¿t seemed to have helped. It was reported that the patient had an appointment on (B)(6) 2017 with their healthcare provider. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are:¿product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a manufacturer's representative (rep) that no damage was done to the implant. The patient said they hit the top of the implant when they fell. The rep changed programs, but the patient did not remember what the date was. The patient said they still had pain. The patient mentioned they wanted the implant removed. The patient said the wires run up their back to where their bra closed. The implant falls where pants or skirts rest on the patient's hips. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient could not answer why the device was placed where it was. The patient said it was placed on the right-side because the left-side joint becomes displaced. The implant is being removed on (B)(6) 2018. No further complications were reported.